Event description:
The ge oec 9800 fluoroscopy system has a keyboard failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the 5 volt power supply to the control panel processor was low and needed to be adjusted. As an added precaution, the connectors for the power supply were re-seated from the power supply to the power distribution board, the system was tested and found to be operating as intended. There was no negative pt effect as a result of this issue. The system was released to the customer for use.